Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the electrode of sensor was half inch long as it was half inch long only unlike the usual. Customer¿s blood glucose level was 133 mg/dl. Customer reported that they did not receive medical treatment because of the site issue. The device will not be returned fir analysis.